Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the distal conductor was fractured. There was blood/body fluid on the proximal conductor (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient had high impedance, oversensing and thresholds that were high, unstable and un-measureable on the atrial lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.